Event description:
It was reported that on (B)(6) 2020, a 29mm trifecta gt valve was successfully implanted. In (B)(6) 2022, the patient began having shortness of breath. The patient's bnp was elevated, suggesting heart failure. On (B)(6) 2023, a transthoracic echocardiogram (tte) showed severe bioprosthetic valvular regurgitation with holodiastolic flow reversal in the descending aorta. The mean gradient was 18mmhg. On (B)(6) 2023, a transesophageal echocardiogram (tee) showed that the right coronary cusp of the trifecta valve was flailed and prolapsing into the left ventricular outflow tract (lvot). There was severe, eccentric, posteriorly directed aortic regurgitation. On (B)(6) 2023, the valve was explanted and replaced with a 29mm epic supra valve. The physician noted that one of the leaflets was torn away from the struts. A pathology report of the trifecta valve showed two valve leaflets were ragged and disrupted.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of insufficiency due to a leaflet tears and explant of the valve was reported. A more comprehensive assessment, including histopathological examination of the valve tissue could not be performed as the device was not returned for analysis. Information from the field indicated that the trifecta valve was torn away from the struts. However, based on the information received, the reported leaflet tear is consistent with structural valve deterioration (svd), specifically non-calcific leaflet tear, which is a well-known complication of tissue heart valve replacement surgery. A variety of factors may contribute to svd, including patient, biological, and implant related factors: no implant related factors could be confirmed from the information received from the field as information related to implant procedure was not provided. However, a tee imaging result was provided which indicated a leaflet tear but no stenosis, thereby ruling out another type of svd, fibrocalcific svd. Biological factors which can result in tissue degeneration such as calcification (from patient conditions predisposing to elevated calcium like renal disease etc.) Or thinning of the prosthetic leaflet tissue (predisposing to leaflet tears) also could not be confirmed as the valve was not returned for histopathological examination. The device history record was also reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. There is no indication of a product quality issue with regards to manufacture, design, or labeling.